Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi/teleflex indicating initial access was too high and the radiopaque lock is positioned proximal to the bifurcation. The device lot history record review for lot number mn2301504 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 63-year-old female patient (5'-2", 115kg, 46.4 bmi) presented in the or for a tavr procedure. The manta instructions for use warns not to use manta if the patient has marked obesity (bmi >40 kg/m2 ). A centrally positioned access was gained after multiple attempts, utilizing ultrasound guidance and a micropuncture kit. The IFU indicates the safety and effectiveness of the manta device have not been established in patient populations who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure. The right common femoral arteriotomy was clear of calcification and tortuosity, with a deployment depth m easurement of 7cm + 1cm. No issues were encountered advancing or withdrawing the expandable procedural sheath. Proceeding the tavr, heparin and protamin were administered and an 18f manta was deployed to the measured depth. Hemostasis was less than five minutes, and a post-procedure angiogram indicated no signs of extravasation. The following day the patient was experiencing abdominal pain and was sent for a CT of the abdomen. The CT scan indicated a possible rp bleed. After a cta with contrast was performed, it was indicated there was an rp hematoma with no active bleeding and an undetermined origin. No significant blood loss was noted, the patient did not require a transfusion a covered stent, or any medical intervention. The patient only required an extended stay and was discharged four days later. The suspected root cause of the retroperitoneal bleed hematoma may be due to user error in poor patient selection, utilizing manta in a patient with high access (at or above the inguinal ligament), and multiple attempts at gaining access, potentially not allowing the implant to effectively maintain a seal. As per the IFU, potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to pressure in the groin/access site region. The following potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of access above the inguinal ligament or the most inferior border of the epigastric artery (iea) and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the IFU warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. There appeared to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: a patient that had tavr procedure the prior day experienced abdominal pain the following day. The patient was sent for CT of the abdomen without contrast this afternoon and an rp bleed with undetermined origin was noted. The patient did receive a manta closure device post tavr. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Measured depth for the manta was 7+1cm. Both heparin and protamine were administered during the procedure. Time to hemostasis was less than 5 minutes and post angio showed no sign of extravasation. The next day the patient reported having abdominal pain, the physician ordered CT of the abdomen that showed signs of possible rp bleed. After the cta with contrast, it was noted that there was a rp hematoma with no active bleeding. No covered stent was placed, no medical intervention, there was an extended stay, patient was discharged on (B)(6) 2023. The patient was reported as fine post incident.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: a patient that had tavr procedure the prior day experienced abdominal pain the following day. The patient was sent for CT of the abdomen without contrast this afternoon and an rp bleed with undetermined origin was noted. The patient did receive a manta closure device post tavr. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Measured depth for the manta was 7+1cm. Both heparin and protamine were administered during the procedure. Time to hemostasis was less than 5 minutes and post angio showed no sign of extravasation. The next day the patient reported having abdominal pain, the physician ordered CT of the abdomen that showed signs of possible rp bleed. After the cta with contrast, it was noted that there was a rp hematoma with no active bleeding. No covered stent was placed, no medical intervention, there was an extended stay, patient was discharged on (B)(6) 2023. The patient was reported as fine post incident.